Manufacturer narrative:
Concomitant products: 3058 interstim urinary mgu ipg implanted (B)(6) 2015; 3889-28 interstim urinary mgu lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.